Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose reading was 2.8 mmol/l. The customer stated that they were treated with food. Another blood glucose values reported by customer were 20 mmol/l and 17 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege that the insulin pump was over delivering. Customer was unsure whether they used auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.